Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient is experiencing from an allergic reaction causing swollen and itchy gums. Doctor advised patient to stop use of aligners.